Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, the patient underwent surgical intervention to revise the ipp. A crack was identified in the pump connecting tube, so the ipp was replaced. The original reservoir remained implanted. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, the patient underwent surgical intervention to revise the ipp. A crack was identified in the pump connecting tube, so the ipp was replaced. The original reservoir remained implanted. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp), the returned components were thoroughly analyzed. The cylinders were microscopically examined and both had wear at the proximal ends, middle, and distal ends of the cylinder body. Both cylinders passed the leakage tests performed. The pump was microscopically examined, and the pump kink resistant tubing (krt) was worn to the filament. The outer layer of the pump bulb was worn from wear against the pump strain relief krt junction. The pump did pass the leak testing performed. Based on the analysis, the reported allegations were unable to be confirmed at this time.